Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00008 on 09-jan-2026. Additional information (21-jan-2026): siemens reviewed the instrument log and sensor file which indicated that the primary and secondary vacuum waste pressure showed an anomaly around the time of the discordant results. Siemens further evaluated the event and determined that the occlusion in the vacuum tubing near the vacuum regulator potentially contributed to the falsely elevated high sensitivity troponin I (tnih) results. The device is performing according to specifications. No further evaluation is required. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information.

Event description:
The customer reports observation of erroneous high-sensitivity troponin I (tnih) results obtained on eight patient samples on an atellica im 1300 analyzer. Initial results of sample identifiers (B)(6) were reported and not questioned. The initial results of sample identifiers (B)(6) were not reported to the physician(s). The same samples were repeated on the atellica im 1300 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding observation of erroneous high-sensitivity troponin I (tnih) results obtained on eight patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) were acceptable prior to running patient samples. Qc run after erroneous results was recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, ran auto check, found clog in vacuum line near the pressure regulator, removed clog and reset vacuum pressure. Then, the cse reviewed system message log which showed error in the dark counts signal, removed, cleaned and reinstalled lumo and photomultiplier tube (pmt), and restarted the analyzer. Next, the cse replaced lumo housing, performed alignments, replaced regulator and elevator, performed sample probe alignments, adjusted secondary vacuum pressure, ran full auto check, daily maintenance, qc and patient correlation, which passed. Siemens is evaluating the event.